Event description:
Leica biosystems was contacted with a tissue processing quality impact complaint where tissue were not infiltrated with paraffin. On 27 september 2023, the complainant informed leica biosystems that one (1) patient did need to be re-biopsied. An age and gender were provided for the affected patient. On 28 september 2023, the complainant informed leica biosystems that another patient was re-biopsied. An age and gender were provided for this affected patient. In total, two (2) patients were re-biopsied. Refer to importer report #3022446399-2023-00008 for specific details of the other patient involved.